Event description:
It was reported that the patient experienced hypotension, cardiac arrest and patient death occurred. The patient presented with 7 days myocardial infarction (mi), 99% stenosed left anterior descending (lad) artery, and 90% stenosed right coronary artery (rca). Pre-dilation was performed by 2.0x15 non-boston scientific balloon catheter in lad. A 2.75x36 non-bsc stent was deployed and was post dilated with 3.0x15 balloon at 12 atmospheres. The rca long lesion was pre-dilated with 2.0x20 non-bsc balloon catheter, then a 3.00 x 48 synergy drug-eluting stent was deployed at 12 atmospheres. The stent was post-dilated with 3.0x15 balloon catheter. Thereafter, it was observed that the patient developed hypotension, and soon after patient had cardiac arrest. Cardiopulmonary resuscitation (CPR) was immediately started for resuscitation, and CPR was discontinued for 30 minutes but failed, and declared death after 45 minutes. Cause of death was hypotension followed by cardiac arrest. An autopsy was not performed.